Event description:
On (B)(6), 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2012, computed tomography (CT) scan revealed a possible endoleak with aneurysmal sac growth from 39 to 6.5 cm. On (B)(6), 2012, CT angiogram confirmed a type iii endoleak at the junction of the trunk-ipsilateral and contralateral components of the stent-graft system. On (B)(6), 2012, the physician relined the graft system with a gore contralateral leg component. The type iii endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Other excluder components included in this report: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.